Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had an adapter and gasket failure. It was reported that the device was difficult to disassemble. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the waveguide was broken. The product analysis noted evidence that the device was not used as intended. The titanium waveguide became cracked from continued use after it made contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic cholecystectomy, the clean nurse removed the battery pack and tried to remove the generator and dissector, but they were unable to be removed. It was considered that they were just stiff, so they was asked to remove them, but even though the rotation wheel was grabbed, it felt that the torque knob turned idle ,and they were unable to be removed. After several attempts, they were able to be removed, but the dissector was disassembled. This event occurred during unclean operation after the completion of the case. There was no patient injury.